Event description:
It was reported "was able to fire first 2 clips. Others cameout closed. [The user] tried to clear the applier 6 times and no different". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample's jaws revealed one of the tabs at the end of the channel was bent inwards. It was observed by applying a light force to the jaws that there was little recoil and push back from the jaw. The returned sample appears used as there is biological material present on the device. Upon functional inspection, the trigger was engaged to load the clip. One of the clip legs failed to align and ride into the jaw of the device due to the bent channel tab. The clip failed to fully feed into the jaws and as a result failed to close prior to release. The second clip had the same results. Resistance was observed from the trigger during functional testing. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The device was returned with damage to the tab at the end of the channel. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. For this reason, the probable root cause of this issue could not be conclusively linked to manufacturing.the reported complaint of "jamming - clip(s) not firing" was confirmed based upon the sample received. The device was returned with a bent tab at the end of the channel. The sample was returned with 4 clips remaining, indicating that 11 clips were fired by the end user. Upon functional testing the clips failed to fully feed into the jaws and failed to close prior to release due to a bent tab at the end of the channel. Resistance was observed from the trigger during functional testing. The complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing, indicating the damage to the tab occurred post-production. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.